Manufacturer narrative:
A brand name, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer had a tampon unravel and a piece remained inside her body. She experienced brown discharge with odor and went to her gynecologist. The doctor removed a piece of tampon and she was prescribed antibiotic.